Event description:
A discordant potassium (k) result was obtained on a dimension vista 500 instrument for one patient. The discordant k result was reported to the physician, who questioned the result. The patient was drawn a second time under sample ID (B)(6) and tested on (B)(6) 2014, yielding normal results. Additionally, the laboratory retrieved and reran the original sample, also yielding normal results. The patient was admitted to the hospital based on the initial falsely elevated k result and was treated for renal failure with insulin. There are no other known reports of adverse health consequences due to the discordant k result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and did not find an instrument malfunction. The tsc determined that the sample was centrifuged using statspin for 3 minutes at 8500 rpms and was outside of the tube vendors manufacturer's instructions for use (IFU) for centrifugation at 1300 rpms for 10 minutes. The tsc instructed the customer to follow the tube vendor's IFU and to follow the proper pre-analytical sample handling procedures. The cause of the discordant potassium result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.